Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Engineering verified that jaw alignment of device was within specifications. Engineering inspected jaws under a microscope and found no physical damage to the jaws. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the tip of the dissector was not aligning properly, not up to standard. There was no patient involvement.